Manufacturer narrative:
After clarification, it was found that the customer was using the correct centrifugation time. A specific root cause could not be determined.

Manufacturer narrative:
A specific root cause could not be identified. As both results were measured with the same reagent using the same calibration, a direct influence of the measuring cell and a general reagent issue can be excluded. It was noted the customer is using a sample centrifugation time that is too short. This is a possible root cause of the event.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t (tnt) stat (short turn around time). The sample initially resulted as 0.137 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated since a new 2 hour sample from the patient resulted as "negative." The repeat result was <0.010 ng/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The tnt stat reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative determined that there was a fluidic failure. He ran precision testing as part performance testing and it was outside of specified ranges. He changed the sipper path tubing, but precision did not improve. He then changed the measuring cell. He ran performance testing again and it was within specifications. The customer performed a calibration and ran quality controls; all results were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.